Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Based on attached photo, it was observed the catheter is broke at catheter funnel. However, unable to confirm reported event based on attached photo. Unable to determine the actual condition of tearing catheter. The exact cause of how and when problem occurred could not determine. Functional testing could not be performed as only a photo was provided for investigation. A potential root cause for this failure could be user related.( example: rough handling or use sharp object). A review of the device labelling has been conducted for investigation purposed. The IFU is attached in the investigation overview tab. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: b,d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley balloon catheter was accidentally cut or torn, immediate assessment was performed, and the patient was closely monitored, the broken catheter was replaced with a new sterile catheter, and the patient was observed if any signs of discomfort, bleeding or urinary retention was there. But the patient was exposed to urine. Attending physician was informed immediately. Patient remained stable after reinsertion of catheter, no immediate adverse effects were noted. It was unknown what medical intervention was provided.

Event description:
It was reported that the foley balloon catheter was accidentally cut or torn, immediate assessment was performed, and the patient was closely monitored, the broken catheter was replaced with a new sterile catheter, and the patient was observed if any signs of discomfort, bleeding or urinary retention was there. But the patient was exposed to urine. Attending physician was informed immediately. Patient remained stable after reinsertion of catheter, no immediate adverse effects were noted. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.